Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The hospital representative reported for the customer via phone the insulin pump was exposed to moisture, alarmed button error and the keypad would not respond on (B)(6) 2017. The caller reported the customer's blood glucose rose to over 600 mg/dl. Customer was admitted into the intensive care unit as a result. The customer's current blood glucose 333 mg/dl. The customer declined to troubleshoot for their high blood glucose. The customer was advised that the insulin pump will need to be replaced. The insulin pump will be returned for analysis.